Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose 30 mg/dl on (B)(6) 2014. Customer¿s blood glucose was 23 mg/dl at the time of call. Patient was admitted to paramedics. Customer experience blood glucose level of 148 mg/dl. The insulin pump and sensor will not be returned for analysis